Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had a crown on a root canal done prior before start of treatment. In their first week of aligner treatment with the aligners and hyperbyte the tooth was hurting and is now infected. Doctor prescribed antibiotics and advised patient to rest another week before continuing treatment. Patient to provided letter of recommendation from doctor.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.